Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the displayed residual longevity was 12 months. On (B)(6) 2016, the pacemaker had reached the rrt (recommended replacement time) with a battery impedance of 10.49 kohms. The patient file dated (B)(6) 2016 was opened with smartview version 2.54, and showed a residual longevity of 10 months, with a minimal longevity of 6 months. However, the rrt was reached 5 months after the follow-up performed on (B)(6) 2016.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the displayed residual longevity was 12 months. On (B)(6) 2016, the pacemaker had reached the rrt (recommended replacement time) with a battery impedance of 10.49 kohms. The patient file dated (B)(6) 2016 was opened with smartview version 2.54, and showed a residual longevity of 10 months, with a minimal longevity of 6 months. However, the rrt was reached 5 months after the follow-up performed on (B)(6) 2016.

Manufacturer narrative:
Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the displayed residual longevity was 12 months. On (B)(6) 2016, the pacemaker had reached the rrt (recommended replacement time) with a battery impedance of 10.49 kohms. The patient file dated 28 april 2016 was opened with smartview version 2.54, and showed a residual longevity of 10 months, with a minimal longevity of 6 months. However, the rrt was reached 5 months after the follow-up performed on (B)(6) 2016.